Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurses were reporting that minor station has been intermittently shutting down while a user was logged in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the users reported that the station had been intermittently shutting down. A field service engineer (fse) tested power in the hardware test application (hta) and found no issues, then replaced the pyxibus cable to resolve the problem. The system functioned as intended after the field service engineer repaired the device.